Manufacturer narrative:
(B)(4). Also was implanted: dsf1833/(B)(4) UDI# (B)(4). A review of the manufacturing records for the dsf1833 device verified the lot met all pre-release specifications. The sheaths were discarded at the facility and are not available for investigation.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment using conformable gore¿ tag¿ thoracic endoprostheses and gore¿ dryseal flex introducer sheaths for a descending thoracic aortic aneurysm. The 18fr sheath (dsf1833) was inserted from the right femoral artery, and the first stent graft (tgu282815j) was successfully implanted despite of resistance to advance. Subsequently, the second stent graft (tgu282820j) was inserted, but it got stuck in the sheath and could not be advanced, so the stent graft was removed with the sheath. The 18fr sheath was replaced with a 20fr sheath. Reportedly, the dsf2033 sheath was advanced although there was some resistance. The second stent graft (tgu282820j) was inserted again. The second stent graft was implanted in the target site successfully. After all stent grafts were implanted, the 20fr sheath was removed and angiography was performed, revealing dissection at the origin of the right external iliac artery. A bare-metal stent was implanted to repair the dissection. As reported, the physician stated: I wanted to complete the procedure using the 18fr sheath because the access vessel was narrow. However, the second stent graft could not be advanced in the 18fr sheath, so we used the 20fr sheath. I think there was no way to avoid dissection with a 20fr sheath. Also, it can't be denied the possibility that the dissection occurred when the dsf1833 was inserted since no angiography was performed at that time, however, the resistance was felt during advancing the dsf2033 while the dsf1833 was advanced smoothly.

Manufacturer narrative:
H6. Code 213: a review of the manufacturing records for the dsf2033 device verified the lot met all pre-release specifications. The sheath was discarded at the facility and is not available for investigation. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Based on the case report, the vessel size was from 5.5mm-9mm. According to the IFU, for dsf1833 the od is 6.7mm; for dsf2033 - od is 7.5mm. Additionally, the IFU states do not advance the sheath if resistance felt. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Angiographic images are recommended during the treatment procedure both pre and post-deployment to evaluate device placement and orientation. Determine accurate size of anatomy. For angiography, use correct imaging angulation (cranial-caudal, lateral-oblique) to accurately identify origin of branch vessel anatomy, to confirm the correct device component sizing, and deployment locations.